Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in morphology. The doctor may schedule the patient for an ablation procedure. There were no additional adverse patient effects. The system remains implanted.